Event description:
While treating a pt a shock was delivered at 100 joules, and during the second discharge the doctor got the full discharge. The energy entered both arms and left bruises right below each elbow. The doctor was hospitalized overnight with no adverse effects. They obtained another device to continue treatment to the pt.